Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to detect the attached electrode pads. Complainant indicated that the clinician obtained another set of electrode pads to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device and associated pads were returned to zoll japan. The device was found to fail testing using the returned pads. However, during the evaluation the technician observed damage consistent with mishandling on the pads. The device was able to pass all testing including ECG testing using known good pads without duplicating the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.